Event description:
Extravasation of fluid when port flushed at physician's office. Port removal in or- end of catheter not present. Noted to be in svc on chest x-ray. Retrieval in interventional radiology without incident.